Event description:
The customer reported via phone call indicating that the insulin pump alarm an a47. Customer's blood glucose was 600 mg/dl. Customer was treated with a manual injection. The customer stated that the alarm did not occur during normal use. Customer was advised that is normal insulin pump behavior. The customer was advised to monitor the device and call back if need be.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.